Event description:
The second report of three from the same facility involving an a2101 ultra base unit (cross reference with MFR report number 30046088778-2014-00103, unit #2, (B)(4), and with 30046088778-2014-00104, unit #3, (B)(4)). The a 2101 ultra base unit was reported to have slipped.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.